Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 01/24/2026, it was reported that the patient experienced a failure to alert during a hypoglycemic event. The day of the event, at around 07:30 am the patient´s daughter tried to wake the patient up, but the patient was unresponsive. The patient was unsure of the cgm device did not alert during the event, also they are also hard hearing, but no alert was heard by the patient. The emergency medical services (ems) were called. And when a fingerstick was taken by the paramedics the cgm reading was low, and the blood glucose reading was 20 mg/dl. The patient was treated with intravenous fluids, saline, glucose tablets, gummies, and a peanut butter jelly sandwich. The patient regained consciousness after treatment and was taken to the hospital. At the hospital the blood glucose reading was 279 mg/dl. No cgm reading was reported from that moment. No further medication was reported, and the patient was discharged after a few hours. At the time of the report the patient was stable. No other details were documented. An alert/notification settings issue was undetermined. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a failure to alert during a hypoglycemic event. The day of the event, at around 07:30 am the patient´s daughter tried to wake the patient up, but the patient was unresponsive. The patient was unsure of the cgm device did not alert during the event, also they are also hard hearing, but no alert was heard by the patient. The emergency medical services (ems) were called. And when a fingerstick was taken by the paramedics the cgm reading was low, and the blood glucose reading was 20 mg/dl. The patient was treated with intravenous fluids, saline, glucose tablets, gummies, and a peanut butter jelly sandwich. The patient regained consciousness after treatment and was taken to the hospital. At the hospital the blood glucose reading was 279 mg/dl. No cgm reading was reported from that moment. No further medication was reported, and the patient was discharged after a few hours. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.